Event description:
On 6/02/2023, it was reported by a sales representative via sems that an ar-1926bc suture anchor broke when inserted into the tibia during an acl fibula surgery. The broken fragments were retrieved. Another device was used to complete the case. There were no adverse effects to the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the screw during insertion.